Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was observed there were multiple episodes of right atrial lead noise. This noise was reproducible when having the patient perform isometric exercises. Programming changes were made. The patient denied having any symptoms prior to, during, or following the interrogation and would be monitored.